Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported an abnormal display with missing numerical display segments. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection all leds fully illuminated at all brightness levels. Internal inspection identified a foreign contaminant on the system board (u15), microcontroller, and led controller. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.